Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2000 and mesh was implanted due to sui and pop. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, organ perforation, bleeding and dyspareunia. It was reported that the patient underwent a mesh revision on (B)(6) 2011 due to vaginal mesh exposure. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent excision of vaginal mass on (B)(6) 2005 due to vaginal bleeding and apical vaginal mass. No additional information was provided. (B)(4).